Event description:
A report was received that the patient underwent an ipg replacement procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient¿s ipg was not holding a charge. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well post-operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent an ipg replacement procedure for unknown reason.